Event description:
Clinical data collection site reported using duramatrix suturable on patient who received intraoperative brachytherapy clinical trial. Patient developed dilated ventricles and hydrocephalus. No additional information was provided on patient status or patient outcome.

Manufacturer narrative:
Additional quality control testing of samples is pending.

Manufacturer narrative:
Additional quality control testing showed the product met acceptable sterility and ph criteria.